Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017 11:33:50 deubne1 called cust back as he requested to check on sg vs bg sg 127 bg 131 its close no other assistance needed. Complaints text (B)(6) 2017 09:25:24 erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2017 09:21:56 byrdb3 right before I got off the call cust sts his sg was 137 and bg was 136. Avd cust to watch it and to when he receives a call back see how much of a difference it is. Complaints text (B)(6) 2017 09:14:13 byrdb3 initial notes: (B)(6) from smt sts cust was hospitalized from our pump and the sensor. Sg told him it was high and then bg was really low. Cust was not happy with the last rep from the helpline sts they were very low. Cust sts he went to the psych because he was getting so frustrated with the pump and how its not working. Cust sts the he has no sensor to replace the sensor he has in now. Inquired what led up to the complaint. Customer response: cust sts that its his 4th pump. Cust sts this monday he was between 20-30 and the paramedics came and when they got him stabilized he didn't want to be back in the hospital. Cust will say the pump will say below 30 and the finger stick would say 200. Cust has one sensor to return. Enlite sg vs bg t/s per dop114-691. Explained sg and bg meter readings will be close, but rarely match due to how glucose travels in the body. Explained there may be larger differences after meals, bolus delivery, or when arrows present on sensor graph. 1. Date, time and location of insertion was: 10/15; morning; stomach or side, its left side of stomach up high. . 2. Sensor material and expiration date is: unknown. . Lot # is: unknown. . 3. Activity at the time of the reported sg vs bg event was: 2-3 months ago. . 4. Verified sensor age in status screen. Found: 0d 22 hrs. . 5. Serter material: mmt-7512na. Bg value from reported event: 170 mg/dl. Sg value from reported event: 49. Sg and bg difference is within acceptable range. Reminded customer that a non-optimal insertion may impact sensor performance during the first day of sensor use. Reviewed insertion techniques per IFU. Findings: nothing. . Explained sensor cannula must be properly positioned in isf to work properly. Adv to avoid inserting sensor in areas where clothing might cause irritation or where body naturally bends a great deal. Reviewed site location/selection. Found: higher stomach and away from all possible clothes. . Cuwst sts it has a mind of its own, it wants to go into the 30s every time and stay down there even after it working okay. Cust sts he put a new sensor in and was at 147 then 79 then 62 then 40 then stayed at 40 and then to 173 and then fell down to 74. Recommended use of enlite overtape. Discussed enhanced taping method. Reviewed timing of bg entries. Adv if delay of bg entry into the pump is more than 10 minutes to check status screen and, if next cal time has not changed, to retest and recalibrate within 10 mins to override delayed calibration:. 3-4 times sensor has been in use less than or equal to 3 days. Adv issue is most likely due to sensor not situated properly in the isf preventing the sensor from properly tracking changes in glucose. Adv this may be related to site location, rotation and insertion technique, tape type and technique. Seems to be correct on insertion. Current isig value: 13.30. Current bg value: 92. Possible cal factor: 6.92. Cal factor is within range for optimal calibration. 146 adv to turn the sensor feature off, then back on and perform reconnect old sensor. Adv to avoid inserting the sensor in areas where clothing might cause irritation or where the body naturally bends a great deal. Suggested changing orientation of xmtr to reduce movement (insert sensor slightly higher or lower on abd or move xmtr location based on body type). Explained re go to record for full text

Manufacturer narrative:
This supplemental was created in error and there were no corrected or additional information for this case.